Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a white screen. Service evaluation verified system white screen. The cause was identified to be a failed input/output printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to unit powers off in middle of flow. Service evaluation verified unit powers off in middle of flow. The cause was identified to be a failed input/output printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a white screen and unit powers off in middle of flow. No additional information is available.